Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The patient was brought to clinic to evaluate. Programming changes were made. The patient was in stable condition.